Event description:
The patient was reportedly experiencing non-auditory sensations. External equipment was exchanged, however, the issue was not resolved. The patient's device was explanted. The patient was reimplanted with another cochlear device.